Event description:
It was reported that the patient had been to the Emergency room (ER) with hypoglycemia on (b)(6)2026. The patient's blood glucose levels declined to 52 mg/dL while wearing the Pod for longer than 48 hours on their abdomen. Emergency medical services (EMS) was called to the patient¿s home, and the patient was transferred to the ER for evaluation due to tachycardia. The symptoms reported include heart racing and ¿not feeling very good¿. The patient was treated by EMS who attempted to do a cardioversion, that was not successful. In addition, the patient was given medication through ¿intravenous fluids or injection¿ to lower their heartrate. Prior to EMS the patient reported treating their low BGs with 6 Capri suns, grits and a candy bar. The patient was released from the ER the same day after a few hours. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.